Manufacturer narrative:
The patient is (B)(6) inches in height. An event regarding fracture involving a trident constrained insert was reported. The event was not confirmed. Method and results: device evaluation and results: could not be performed as no items associated with the event were returned or made available for evaluation. Medical records received and evaluation: no medical records or x-rays were made available for evaluation. Device history review: review of the device history records indicates all devices accepted into final stock met specifications. Complaint history review: there have been no other events for this lot. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and no medical information was provided.

Event description:
It was reported that patient was brought to or after reporting hearing clicking in his hip, x-rays were abnormal. Upon opening the hip pieces of poly were found and was determined to have come from the poly liner. The constrained liner and screws were removed. The shell was débrided and a new f-28mm 0 degree constrained liner was put in place.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available will be submitted in a supplemental report.

Event description:
It was reported that patient was brought to or after reporting hearing clicking in his hip, x-rays were abnormal. Upon opening the hip pieces of poly were found and was determined to have come from the poly liner. The constrained liner and screws were removed. The shell was débrided and a new f-28mm 0 degree constrained liner was put in place.